Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after unpackaging a 2.5x12 nc trek rx balloon dilatation catheter (bdc) without difficulty, dilatation was performed twice without issue within the same procedure in an unspecified coronary artery, and was withdrawn from the anatomy after each dilatation. There was no resistance and no inflation or deflation difficulties. The bdc was then looped (clipped) and placed on the back table (on hold) for additional use in the same procedure. Prior to re-introduction into patient anatomy, when unlooping the bdc for the 3rd time for additional use, the shaft separated near the hub. There was no resistance or excessive manipulation of the device. Another unspecified device was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.